Manufacturer narrative:
(B)(4). D10 - medical product: femur cemented standard right size 5; item #(B)(4); lot#65120532. Stem extension tapered catalog; item # (B)(4); lot # 65124728. Femoral distal augment cemented catalog; item # (B)(4); lot # 65112771. Tibia fixed cemented catalog; item # (B)(4); lot # 65104607. Articular surface fixed bearing constrained condylar knee (cck) catalog; item # (B)(4); lot # 64615584. Stem extension tapered cemented catalog; item # (B)(4); lot # 65124659. Tibial augment cemented catalog; item # (B)(4); lot # 64997326. Tibial augment cemented catalog; item # (B)(4); lot # 65042322. Refobacin bc r 1x40 us catalog; item # (B)(4); lot # z50bak2305. D10: march 2023. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient experienced an unknown fall. The patient reports pain and stiffness post implantation. The patient was prescribed an additional course of physical therapy which has improved the patient¿s symptoms. All implants remain in place and all radiographic imaging has displayed all implants in good position without evidence of failure or loosening. No more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The products remain implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combinations. Medical records and radiographs were provided and reviewed by a health care professional. The review of revision op notes that took place identified no intra-op complications/events. Moderate/occasional pain has been reported, with no significant findings on the x-ray. Same observation has been made. Stiffness after fall has been reported. The cause of the fall has not been identified. X-ray showed good position and alignment with no gross evidence of failure or loosening of implants. Pain has been improved, but reappears, with no gross evidence of failure or loosening showed on the x-ray. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.